Event description:
It was reported that an unexpected reset occurred. Customer changed the cartridge and successfully resumed insulin delivery. Customer's blood glucose level was 100-299 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.